Event description:
Boston scientific received information that this device was unable to be interrogated with multiple attempts. It was also reported that there is no evidence of the device having any output. A device replacement procedure was performed were this device was explanted and a new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Telemetry could not be established with the device using a zoom or an engineering-level programmer. External visual inspection of the device revealed no anomalies. Prior to performing detailed testing, x-rays were taken of the device to non-destructively identify any potential internal issues. No irregularities were noted with the device's internal components based upon x-ray evaluation. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The measured battery voltage was found to be 0.38 volts which was lower than expected for the time implanted. An external power supply was connected to the device and a higher than normal current drain was observed. In an attempt to determine the cause of the high current condition, electrical testing and photo emission microscopy analysis were conducted, which isolated the high current condition to an anomaly on one of the component layers (oxide) within a region of the device's integrated circuit corresponding to a capacitor. This anomaly causes a high current drain, which over time can result in premature battery depletion, as was observed in this case.